Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer stated that he went to bolus when he realized the infusion set fell out. The customer did not put a new set in until much later that evening. The caller stated that through the night the insulin pump alarmed motor errors four times. The next day in the morning, he was vomiting, very sick, and was unable to drink even water. Troubleshooting was performed, and the device passed the displacement test. Assisted the customer to rewind and prime the insulin pump and it did not alarm. The self test was completed and passed. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.